Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, concentric, moderately tortuous de novo lesion in the proximal circumflex coronary artery. After pre-dilatation was performed, a 3.5 x 15mm xience alpine stent delivery system (sds) was advanced with much resistance due to the anatomy, therefore force was applied. It was then noted that the shaft was kinked. A portion of the distal edge of the stent was noted as flared as well. The device was removed as a single unit but with resistance from the anatomy. The lesion was pre-dilated again and another 3.5 x 15 mm xience alpine sds was advanced and successfully crossed the lesion, with strong resistance. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported material deformation (flared/crushed stent) and kinked shaft were confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. The drug coating on the stent was peeled. The device was sent to the chemical lab (chem) for further analysis. The chem report concluded that the peeled material on the distal end of the stent was dried everolimus drug solution. In addition, the device was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The sem report suggests that the peeling coating may be attributed to mechanical damage to the outer surface of the stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.